Event description:
Device generated a result of "lo" (< 10 mg/dl), without having first applied blood, or control solution to the test strip. Patient's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect device and replacement product was shipped.